Event description:
Complaint: reported over infusion. Incident most likely occurred (B)(6) 2010. No patient injury reported. Pump was set to infuse at 7ml/hour for 8.5 hour infusion. Between 9:20pm 11:10 pm "pump time" (hour behind real time), nurse found the pump was infusing at 165ml/hour and had infused a total of 191ml. The total volume of bottle when started was 250ml and it still had approximately 150ml in it. Status of disposables currently unknown. Solution infused currently unknown.

Manufacturer narrative:
The device has not been returned for evaluation. Attempts have been made to retrieve more information about the event. A follow-up report will be initiated if more information is made available.